Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge, despite having sufficient insulin, and experienced repeated call disconnections during initial troubleshooting. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case, clean pneumatic area, and attempt to reload cartridge; when reloading same cartridge did not resolve issue and customer initially declined to load new cartridge and used injections, case was escalated, and advanced support later confirmed customer was following loading steps correctly, had customer reload cartridge, and minimum fill issue cleared so customer successfully completed load process, resumed insulin delivery, and was advised to monitor pump and call back if problems continued.